Manufacturer narrative:
A field service engineer has been on site and downloaded the ventilators logs. A supplemental medwatch will be submitted when the investigation has been completed. (B)(4).

Event description:
(B)(4).